Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed, and all conductors were fractured. Analysis also determined that the outer insulation was breached/cut, there was an outer insulation cosmetic depression, the helix was distorted/bent, and there was a tip/seal observation. Blood/body fluid was also noted in the distal and proximal conductors (not obstructed).

Event description:
It was reported that the right ventricular pacing lead experienced high impedance and noise in the electrogram. The lead was explanted and replaced. No patient complications have been reported as a result of this event.